Event description:
It was reported that a customer experienced an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after completing the reset, the error did not reoccur. The customer was able to successfully start their sensor session.